Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to routine device replacement procedure, electrical measurements were checked on the right ventricular (rv) lead and revealed high pacing impedance. The physician believed that the impedance level had reached plateau, therefore, no intervention was performed on the rv lead. The patient was stable and will continue to be monitored.